Event description:
The nurse reported the tip of the vitrectomy probe cutter broke off. The vitrectomy probe cutter was withdrawn from the eye without it snapping off. The surgeon was able to complete the surgery as planned. There was no pt injury reported.

Manufacturer narrative:
The nurse will be returning the probe for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.